Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell apart in mouth, internal parts seem to have snapped inside it [device breakage] no adverse event [no adverse event]. Case description: (B)(4). A (B)(6) consumer of unspecified gender reported that while recently using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown, which was described as brand new, fell apart in his or her mouth. The consumer elaborated that the internal parts seemed to have snapped inside the brush head. No symptoms developed.